Event description:
Clinical study. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. The 90% de novo target lesion, located in the proximal right coronary artery (rca), was 20mm long with a reference vessel diameter of 3.5mm. Predilation was performed and the physician implanted a 3.5x28mm taxus express2 stent at 12 atms in the lesion. The lesion was post-dilated with a 3.5x20mm unknown balloon at 20 atms. The stent was well positioned and expanded with a 0% residual stenosis. The patient was discharged 2 days post procedure. At 8 months post procedure revealed restenosis. A percutaneous coronary intervention (pci) was performed with an unknown balloon and a taxus stent. The 50% stenosed target lesion was located in the mid rca, was 12mm long with a reference vessel diameter of 3.5mm. Post-treatment visual evaluation revealed 0% residual stenosis. The patient was discharged 2 days post procedure on bayaspirin and heparin. Patient condition listed as "good." During the one year follow-up evaluation (2009), there were "no problems" reported.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.